Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.

Event description:
Caller reported inform blood glucose results of 62 mg/dl and 102 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.